Manufacturer narrative:
Additional information added to describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use. The tip of the dilatator is clogged, the guidewire can't go through it. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned (disposed). It was further reported that they struggled to pass the guidewire through and then they looked at it and they said the dilator were kind of crushed at the tip.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use. The tip of the dilatator is clogged, the guidewire can't go through it. The sheath was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned (disposed).